Event description:
A medtronic representative reported that the navigation system was having intermittent tracking issues. The camera performed well for the first half of the surgery only to become unresponsive half way through. There was no fault light on the camera, but it had red status and would not track anything. The rep tried cycling power and it made no change. The surgeon chose to complete the surgery without the use of navigation. No negative impact to the patient outcome was reported.

Manufacturer narrative:
System uncrated to set up. Camera external cable had been purposely cut to allow crating of the spring arm assy. The linear lemo plug had gotten jammed in the cart mast at the approximate area of the carts docking mechanism. Utilizing a long thin object to insert in the mast to free the lemo and then able to extract. A secondary area of the cable had been damage in what appears to be a pinching type action, cutting the cable but not severing. Unknown when this damage occurred. Connect known good cable between psu and cart. Power system on. Initially psu not turning on when system powered up. Scu was found to be in the off position. System running fully functional 3 hrs plus. Allow system to run >12hrs and monitor for stability. System remains stable.

Manufacturer narrative:
It was reported by a medtronic rep at the site that their was a pinched cable to the camera. The camera, scu, and external connection cable between the two were tested and found to be fully functional. The reported event was not able to be replicated by medtronic personnel. Due to a back-order of the camera cable, the entire system was replaced at the site and issue was resolved.